Event description:
Customer reported a cartridge alarm during the load process and the issue did not cause their blood glucose level to exceed 500 mg/dl. Despite following proper load technique with assistance and attempting to resume insulin therapy, the cartridge alarm recurred, preventing successful loading. As a result, technical support decided to replace the pump, instructing the customer to use multiple daily injections as backup therapy in the meantime. The customer was informed about the replacement procedure, including returning the faulty pump and receiving training for the new pump.